Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient was not able to charge her implant around (B)(6) 2020. The patient stopped using her stimulation due to having an unrelated operation in the summer of 2019 and being off of work. The patient forgot to recharge because she was not doing activities that reminded her to charge. The patient needs stimulation for work for exertion activities that cause pain for her injured leg. Lately, the patient started going to the gym and is having leg pain and noticed the leg pain which prompted her to try and charge her implantable neurostimulator. There was a loss of therapy. Additional information received from a healthcare provider (hcp). It was reported that a replacement was planned. No further complications were reported.